Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose level of 600 mg/dl. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s symptoms were not noted, and they were treated with a manual injection. Customer complained that the new belt clips got caught on the tubing, and caused him to have hyperglycemia. Customer was advised to be careful with excess tubing, and to keep it tucked in. No troubleshooting was performed. Customer was advised a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial and follow up report number 1 were created in error. Please reference manufacturer report number 2032227-2017-58858 for serious injury submitted under the correct device.

Manufacturer narrative:
The product code and common device name provided with the initial report was incorrect. The correct information has been provided with this report.